Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the mass is breaking down in center of the moldable convex wafers within 1-2 days wear time causing lacerations to her stoma. This issue was first noticed in late december when she felt a pinching sensation along the left side of her stoma. She removed the wafer and noted a laceration on the left side wall of the stoma near skin level. There was no bleeding, but there was a small white slit in the stomal tissue with a small amount of clear drainage from the site. She noticed a portion of rigid plastic exposed where the center of the mass had deteriorated in one of the wafers. She continued to use the wafer from these two (2) market units but had to change every 1-2 days due to mass breaking down in center. Her normal wear time is three days. She then started using an unknown brand of barrier rings and reports the laceration on the left side of the stoma is now almost fully resolved. On (B)(6) 2019 she noticed a new laceration on the top edge of the stoma. It is also at skin level and appears as a white slit in the tissue. No bleeding was noted. She applied a barrier ring around her stoma and applied a new wafer. She was advised to discontinue using any wafers from the affected market units. No medical treatment was necessary for the stomal lacerations.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). Batch record review: the batch record review supports that there were no discrepancies related to the issue reported. This batch was manufactured following the applicable procedures, all machine and testing parameters were in accordance with the applicable procedures and specifications, the testing results were found satisfactory and no nonconformance related to the malfunction code in analysis was noted. The line clearance was executed per dr-sop-0094 ¿procedimiento de despeje de línea y chequeo de seguridad¿, the results were documented, and no issues were identified during the manufacturing process. The materials comply with the correct parameters, pi, ds, mt, tm and the results are satisfactory. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Executive summary of the nc: based on the results of the preliminary investigation, the batch record reviews were performed, and no discrepancies were found. A revision of the improvements made to the process was performed, and actions have been implemented for this type of incidents. The last batch received was manufactured prior to the implementation of these improvements. Furthermore, a complaints search conducted shows that no adverse trend was identified from (B)(6) 2018 to (B)(6) 2020 for this failure mode. This failure mode will keep monitoring for track and trending. Based on the explanation above, no additional investigation is needed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.